Event description:
It was reported that the right ventricular (rv) lead's rv and superior vena cava (svc) coils have been rising slowly over the past year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4472 implantable pacing lead implanted: 2004 (B)(6). (B)(4).